Event description:
Dealer advised unit alarming with error code 3 and 4 on 3 4 an 5 lpm and internal battery not holding a charge, only getting 1 hour on 2 lpm, rental unit, no injury, dealer could not provide any further information...(B)(4).